Manufacturer narrative:
The reported event that reunion tsa - x3 pegged glenoid - size 48 was alleged of 'revision' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Rep reported that x-rays, medical records, and further information are not available due to hospital policy. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Retained by hospital.

Event description:
It was reported that patient's right shoulder was revised due to glenoid loosening (cause of or contributors to loosening not reported). Patient was revised to a keeled glenoid and a 15mm eccentric head. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.